Manufacturer narrative:
The user was contacted multiple times to gather information regarding the alleged adverse consequences experienced by the patient, however, no response was received.

Event description:
It was reported that a patient fell out of bed and the bed exit did not alarm. It was alleged that the patient experienced adverse consequences, however no details were given regarding any injuries possibly sustained and if medical intervention was required. Upon evaluation, it was found that the bed exit was not alarming locally due to the scale having been zeroed incorrectly, leading to an inaccurate scale. Further, it was found that the remote alarm was not alarming properly due to a damaged wall saver docker cable.

Event description:
It was reported that a patient fell out of bed and the bed exit did not alarm. It was alleged that the patient experienced adverse consequences, however no details were given regarding any injuries possibly sustained and if medical intervention was required. Upon evaluation, it was found that the bed exit was not alarming locally due to the scale having been zeroed incorrectly, leading to an inaccurate scale. Further, it was found that the remote alarm was not alarming properly due to a damaged wall saver docker cable.